Event description:
I purchased the icy hot patches and had my husband place 2 patches on my back. We followed the instructions, the patches were placed on clean dry skin. The patches were removed and discarded. The next morning when I awoke, I had 2 reddened, swollen areas on my back the same size as the patches. The skin is reddened, itchy, swollen and looks like a burned or skin grafted area. Dates of use: 2008. Diagnosis or reason for use: sore back and neck.